Event description:
It was reported that pump delivered a bolus without user input. Upon reviewing the pump's history, it was noted that these boluses were recorded as user-initiated, but the family disagreed with this assessment. There was no reported impact to the customer's blood glucose level. Additional information was not provided at the time of report.